Manufacturer narrative:
Philips service recommended reseating the isb pcb; no permanent fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit gave an error message, making fluoro unavailable during a case on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.